Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The right and left femoral arteries were accessed. The right femoral artery was closed without difficulty. Fluoroscopy revealed arteriotomy placement was "low" in the left femoral artery. The physician attempted closure from the antegrade approach. The device insertion was reported to be "difficult". The patient was described as having a "tough pannus and skinfolds which created a severe angle". The physician was reported to push the device further into the artery to obtain mark. It was at that time the device broke at the area where the foot is housed. The patient was taken to surgery for device removal. The patient has been discharged home. The patient reports having some unspecified "complications in their groin area". Additional information has been requested, but has not become available.